Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via right internal jugular vein using the powerport m.r.I. Isp. Prior to the procedure, it was noted that the vascular sheath tip was found to be open-ended during intraoperative inspection of the port kit. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the partial view of dilator tip. The health care practitioner was holding the trocar and pointing out the defect. The dilator tip was noted to be deformed. Therefore, the investigation is confirmed for the reported sheath tip deformation issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via right internal jugular vein using the powerport m.r.I. Isp. Prior to the procedure, it was noted that the vascular sheath tip was found to be open ended during intraoperative inspection of the port kit. The procedure was completed using another device. There was no patient contact.